Event description:
It was reported during a transurethral lithotomy procedure; a laser was used with a flexible ureteroscope to crush renal and ureteral stones. An ncircle tipless stone extractor was used to extract the crushed pieces; however, after the extraction was performed 3-4 times, the basket became unable to open or close. The device was tested prior to use in an uncoiled position and during testing and the basket functioned normally. There was nothing in the patient´s anatomy keeping the basket from opening or closing and a laser was not used while the basket was used. Another same type device was used to extract the remaining stones. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1-phone: (B)(6).g4 - PMA/510(k) #: exempt. H3: device evaluation anticipated, but not yet begun. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Correction: d4, d8, h6 medical device problem code (annex a), h6 component code (annex g). Investigation ¿ evaluation. It was reported during a transurethral lithotomy procedure; a laser was used with a flexible ureteroscope to crush renal and ureteral stones. An ncircle tipless stone extractor was used to extract the crushed pieces; however, after the extraction was performed 3-4 times, the basket became unable to open or close. The device was tested prior to use in an uncoiled position and during testing and the basket functioned normally. There was nothing in the patient´s anatomy keeping the basket from opening or closing and a laser was not used while the basket was used. Another same type device was used to extract the remaining stones. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Reviews of documentation including the complaint history, device history record (DHR), quality control procedures, manufacturing instructions (mi), and instructions for use (IFU), as well as a visual inspection of the returned device, were conducted during the investigation. One used device was returned to cook for evaluation. Upon visual inspection, the support sheath was noted to be broken at the male luer lock adapter and the basket wire was pulled from the sheath. The basket sheath and support sheath were separated adjacent to the handle which caused a loss of function. The device appeared to have experienced a load that caused the strain relief to fail, and then the basket sheath likely separated as the strain relieving properties were no longer present. The wire that actuates the basket formation were exposed likely when the basket sheath moved distally. However, the cause of this failure could not be confirmed. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the dhrs for the reported complaint device lot revealed no recorded non-conformances relevant to the failure mode. A complaint history search identified no other events reported for the related failure mode. Based on the available information, cook has concluded that the device was manufactured to specification and that there is no evidence suggesting nonconforming product exists either in house or in the field. Cook also reviewed product labeling. The IFU packaged with the device contains the following in relation to the reported failure mode: "precaution: the device is conductive. Avoid contact with any electrified instrument. Precaution: enclose the device in the sheath before removing from the tray/holder. Precaution: do not use excessive force to manipulate this device. Damage to the device may occur." Based on the information provided, inspection of the returned device, and the results of the investigation, cook has concluded a cause of the damage cannot be established. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute toa death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.